Event description:
A report was received stating that during an explant surgery a portion of the paddle lead was left inside the patient. The patient is reportedly doing well.

Manufacturer narrative:
Visual and photographic inspection of the device showed that the paddle lead was cut approximately 5 inches from the paddle, and the lead wires were exposed at the transition sleeves. The damages to the device are consistent with the reported explant procedure. This is the final report.